Event description:
It was reported an infection occurred. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). A d274trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2011. A 694765 implantable tachy lead, implanted: (B)(6) 2009. A 5076-45, implanted: (B)(6) 2005.